Event description:
Event description boston scientific received information that right ventricular loss of capture and oversensing were observed on this chronic ventricular lead and newly implanted pacemaker. The physician could not determine if the loss of capture was related to the lead or the device. He believed that it was possible that the lead was damaged during the replacement procedure, the lead was not fully connected to the device or one of the set screw's was loose. The patient was hospitalized and the device's sensitivity was reprogrammed. Boston scientific received additional information that a check of the device four days later revealed 100% ventricular pacing with no loss of capture. The patient was released from the hospital with no adverse effects.